Event description:
Procedure type: urological/gynecological. Reportedly, the patient underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the patient experienced pain, injury and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).